Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and was seen in the emergency room then admitted to the hospital (ICU). Further information was requested from the healthcare professional.